Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2022, a customer reported to leica biosystems that on (B)(6) 2022 they experienced suboptimal tissue processing on their histocore pearl. As a result the tissue was undiagnosable, and a rebiopsy for 2 patients was recommended.

Manufacturer narrative:
The incident was instrument related about a level sensor heating problem. Due to this issue, the specimens were not covered by 70% alcohol reagent of station s3 for about 18 minutes. The retort temperature was also around 40 degrees celsius during this period, which is too low for the tissue processing. The temperature of the tissue processing protocol used by the customer and recommended by leica biosystems nussloch should be 45 degrees celsius. The leica biosystems service customer and service engineering manager recommended to replace the level sensor. Further recommendation from the leica biosystems field applications specialist was to maintain and replace the cleaning reagent on a regular basis, and to clean the level sensor as described in the instruction for use.